Manufacturer narrative:
The investigation for the reported issue has not yet been completed. Upon its completion, a follow up report will be submitted. The instructions for use states the following as it relates to access site bleeding: ¿assess access site for bleeding and hematoma.¿ it also states "¿potential adverse events (united states) acute renal dysfunction, aortic valve injury, bleeding, cardiogenic shock, cerebral vascular accident/stroke, death, hemolysis, limb ischemia, myocardial infarction, renal failure, thrombocytopenia and vascular injury.¿

Event description:
The complainant reported 63-year-old male patient on impella cp support had access site bleeding that was potentially caused by coagulation disorder due to septic shock. The patient received one unit of packed red blood cells (prbc). Bleeding on the insertion side was ultimately managed

Manufacturer narrative:
The investigation for the reported access site bleed and hemolysis has been completed. The impella device was not returned for evaluation. Clinical details were sufficient to determine the root cause of the access bleed. The root cause of the access site bleeding issue was most likely patient condition related, bleeding was potentially caused by coagulation disorder due to septic shock as per the clinical description provided. However, limited details were provided to be able to determine the root cause of the hemolysis as the pump was in a verified good position.

Event description:
Additional information states that hemolysis was reported on the second day of support. The pump position was confirmed to be in a good position. No further details were provided regarding this issue.